Manufacturer narrative:
Device passed the unexpected restart error test and displacement test. No unexpected restart error noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a recurring unexpected restart alarm. Customer¿s blood glucose was 7.2 mmol/l at the time of incident. Customer stated that the insulin pump was not stored or not in use for extended period of time. Customer reported that the insulin pump received an unexpected restart alarm after a new battery was inserted. Insulin pump is being replaced and is expected to return for analysis.